Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an impella procedure after a percutaneous coronary intervention (pci) had been performed. Reportedly, the knot of the prostyle was outside of the arteriotomy after deployment. The device was pulled back, but was not completely removed from the anatomy, as it was stuck. As the device was still in the patient, the guide wire was reinserted. An attempt was then made to push down the knot with the knot pusher thinking it may loosen to be able to get the device out. The knot was pushed down under the skin; however, the device was still unable to be removed. Therefore, the physician cut the prostyle suture and the device was able to be removed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f. The impella procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.